Event description:
Per the clinic, the recipient's eardrum was accidentally punctured with a q-tip, which resulted in partial exposure of the electrode lead. Subsequently, a revision surgery under general anaesthesia was performed on (B)(6) 2025, to secure the electrode within the mastoid bowl and close the ear canal. The device remains in situ and is functioning as expected post-procedure.